Event description:
It was reported that the crack in the PICC line was discovered actually in the or during induction there was propofol noticed underneath the dressing. The patient was scheduled for a portacath insertion during this time. The port was placed and the line was removed. This event did not delay treatment as they used her port afterward. The slit is in between the 5-6 cm mark. The line was originally placed in the right cephalic 3 cm external length on the outside. The crack would have been just inside the vein as the vein depth was 1.5cm. There were no pieces of the PICC inside the patient the slit did not go all the way through.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.